Event description:
It was reported that oversensing due to noise was observed. Noise was not reproducible with isometrics and no other electrical anomalies were detected. Suspected clavicular crush was observed on fluoroscopy. Lead was capped and replaced. Patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.